Event description:
It was reported that the caller experienced incorrect settings on their device, leading to a visit to the emergency room (ER). The issue resulted in a high blood glucose level of 565 mg/dl. The customer received IV fluids and insulin to resolve the issue, and no permanent damage or injuries were identified. Customer was discharged from the ER after 9 hours on (B)(6) 2025. Correction and basal rate settings were updated with the help of customer support, and the caller was advised to consult their healthcare provider for future setting adjustments.